Manufacturer narrative:
The ge service rep booted unit 25 times and reviewed the debug error log for same date as reported problem. He could not duplicate or observe any errors. The system functions as intended.

Event description:
The customer reported that the system is not booting past the warm up screen.